Event description:
It was reported that a revision was performed.

Manufacturer narrative:
.

Manufacturer narrative:
Smith & nephew received the above named product reported as a field complaint. The insert was returned and evaluated but the femoral was not returned. The purpose of this investigation was to analyze the retrieved genesis ii dished insert. A dimensional inspection was attempted however several of the insert's attributes were deformed during the insertion attempt and could not be accurately measured. The research team performed a macroscopic photo analysis that revealed several smaller embedded particles and a larger metal fragment on the insert's surface. Sem/edax evaluation of the larger fragment embedded on the insert surface detected iron, nickel and chromium peaks indicating the source of this embedded piece likely was a stainless instrument used during surgery. A breach in the oxide on the femoral component was noted during the revision, and the location of that breach corresponded to the position of the larger particle embedded in the insert. The smaller embedded particles were identified to most likely be zirconium wear debris from the oxinium femoral component generated due to rubbing against the stainless steel fragment embedded on the insert surface. The polyethylene insert surface did not appear to have any features that would indicate excessive polyethylene wear. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.